Event description:
A medtronic representative reported that the open spine clamp screw that tightens onto the spinous process is stripped. This was identified outside surgery, there was no patient present.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Lot number not available at time of this report. Device manufacture date is dependent on lot number and not available at this time. Return of part has been requested. The part has not been returned for evaluation as of the date of this report.